Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staples on one staple line were not formed properly at the 3rd firing of feea. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5aa7v. Investigation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. In addition, four sr75 reloads were received. The reloads (b,c,d & e) were received fully fired. The device was tested for functionality in the three staple height selector positions with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Four reloads b,c, d & e. Reload b: sr75, r5c68m fully fired. Reload c: sr75, r5ag7e fully fired. Reload d & e: sr75, t5aa39 fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.